Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the right femoral artery. The 90% stenosed, 3mm x 12mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. After a 7f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12 maverick balloon catheter resulting to 50% residual stenosis. A 3.00x16mm promus element drug-eluting stent was advanced for treatment. However, the device didn't track the lesion and when it was pulled out, the distal strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. E1 initial reporter's first name: (B)(6). Device evaluated by MFR.: promus element, mr, ous 3.00 x 16 mm stent delivery system was returned for analysis. Device returned with partially placed mandrel in wire lumen and the stent protector distal of stent. The mandrel was kinked 240mm proximal from distal end of mandrel. Unable to remove mandrel due to this kink. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found the shaft polymer extrusion kinked 164mm proximal to the distal tip (same site as mandrel kink). No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access has obtained via the right femoral artery. The 90% stenosed, 3mm x 12mm, concentric, de novo target lesion containing a >45 and <90 degrees bend was located in the moderately tortuous and moderately calcified left circumflex artery. After a 7f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12 maverick balloon catheter resulting to 50% residual stenosis. A 3.00x16mm promus element drug-eluting stent was advanced for treatment. However, the device didn't track the lesion and when it was pulled out, the distal strut was found to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.